Manufacturer narrative:
One opened trocar assembly in a tray was received. A visual inspection was performed per facility procedure and the sample was determined to be visually nonconforming with a dull cutting edge. A functional penetration was performed and was determined to be acceptable as compared to the penetration specification. The maximum spec is (B)(4) grams, the actual value of the sample was (B)(4) grams of force. For this complaint file, the final customer lot was identified. A device history record review was conducted and the product released met the products acceptance criteria. The trocar blade was determined to be functionally conforming, an exact root cause could not be determined as to why the trocar blade was considered to be dull. The visual dullness of the cutting edge on the returned, opened trocar sample suggest damage that can occur when the blade contacts a hard surface during handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar cannula was dull and it could not be inserted into the sclera during a procedure. The product was replaced and the procedure was completed. No harm to the patient was reported. The complaint sample was retained. Additional information was requested, however, none has been received to this date.